Event description:
Additional information was received from a company representative and it was reported that the there had been no other reporting of alarms.

Event description:
Information was received from a company representative regarding a patient receiving morphine 20mg/ml at 4.5mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that an alarm was heard and confirmed by telemetry. The patient had a pump refill today, (B)(6) 2016, and upon interrogation of the pump the low reservoir alarm had occurred on (B)(6) 2016. Per the reporter the patient stated that their pump had been alarming since (B)(6) 2016. The patient did not have the pump status with logs checked during this time. The pump was refill today without issue. The reporter also stated that when the logs were read she saw the (B)(6) 2016 for the low reservoir alarm but when she printed out the report it showed a (B)(6) 2016 low reservoir alarm date. It was reviewed to perform an alarm test, other environmental noise i.e. Explanted pump as the reporter did state that the patient did have their old pump. There were no patient symptoms reported. Additional information received the same date reported that the patient reported that their pump had been alarming since the third week of (B)(6). The patient initially reported the alarm as a "beep beep". Per the pump event log the low reservoir alarm occurred on (B)(6) 2016 as expected as the patient was due for a refill. The logs did not show any prior pump alarms. The patient did not have any clinical symptoms or therapy complaints. The refill had just been done and the patient called the company representative approximately 90 minutes later stating the pump was alarming again. The patient stated the pump alarm was a single beep, similar to non-critical. The patient would keep track of pump alarms and an alarm test would be done at the next visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.